Event description:
Reportedly, during testing, the touch screen did not work and ventilation could not be started. The distributor replaced the single board computer and the touch screen and the ventilator worked normally. There was no patient involvement reported.